Event description:
The hcp reported that the patient had leg weakness due to a confirmed intrathecal mass at the catheter tip. The pump was used to deliver morphine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.